Event description:
Event description cpi received information that this endotak transvenous defibrillation lead had dislodged. The physician tried to reposition the lead but the lead turned inside out on itself. The stylet used during the repositioning procedure could not be removed, therefore the physician elected to remove the lead.